Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient was re-implanted with pinnacle for a second time on her right hip. She has continued to experience severe pain, weakness, decreased range of motion, and difficulty with activities of daily living. Doi: (B)(6) 2009 - dor: none reported (right hip) patient is a resident of (B)(6). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review. Update (B)(6) 2015, (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported the acetabular cup moved to vertical. Component stickers show that only 2 depuy screws were used and 2 competitor screws. Unknown hip changed to acetabular cup and head, liner, and screws added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/11/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 29, 2016.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort in hip and groin, mobility difficulties, limping, implant noises: clicking/squeaking/grinding; difficulties with adls. There is no new additional information that would affect the existing MDR decision.